Manufacturer narrative:
A united states customer contacted a siemens customer care center. An advanced clean was performed on the instrument. Additionally, the integrated multisensor technology (imt) sample vent ports and drain were flushed with bleach and hot water. Auto-alignment and check1 for the imt and imt probe both passed. All the modules were homed and the instrument was reset to operational. The customer also replaced the v-lyte sensor. A siemens customer service engineer (cse) went to the customer's site. The cse power flushed the instrument, aligned the rotary valve, corrected the imt probe to imt sample port alignment, and replaced the imt sensor. Then, the cse ran imt check1 and a dilution check, which recovered acceptably. Imt calibration was performed three times without issue and the serum electrolytes quality control (qc) was acceptable. The customer will run urine electrolytes qc after adequate conditioning. In a subsequent visit, the cse replaced the imt module, multisensory, and consumables, cycled the rotary valve target, homed the rotary valve, and auto-aligned the imt and imt probe. Then, the cse performed check1 and dilution check and both were acceptable. Imt calibration was run three times and electrolyte qcs were acceptable. These actions were potentially preventive. The customer stated the patient sample was centrifuged for four minutes, which is outside of the tube manufacturer's recommended guidelines. Siemens further investigated the incident and determined pre-analytical variables or sample specific issues and a fluid flow issue potentially contributed to the falsely elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2023-00022 was filed for discordant results obtained on (B)(6) 2023.

Event description:
A falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The erroneous result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, and the result recovered lower. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated na result.